Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v252498, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# va09prb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had 3 lead wires in his brain and "none of them were working." They were unsure as to when his system broke. The patient wanted a better lead design to prevent breaking. He also wanted a recharging system that was quicker and that wouldn't lose coupling when he would move slightly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the health care provider tried to resolve the issue by adding voltage and it was noted the three lead wires (circuit) were opened.